Manufacturer narrative:
A complaint history check was performed and this complaint is the first complaint received for the lot number provided. The customer returned one used (contaminated) sample on 03/25/2011, which is being evaluated. A corrective and preventative action (CAPA) has been opened to thoroughly investigate and address this issue.

Event description:
The customer reported that after a blood draw was completed, the health care worker activated the push button. The needle did not retract but came off the hub and stayed in the patient's arm. No medical or surgical intervention was reported.